Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received five inappropriate shocks for what appeared to be atrial fibrillation with rapid ventricular response. Prior to the fifth shock, the patient went into a short run of paroxysmal ventricular tachycardia and the shock escalated the arrhythmia to ventricular fibrillation. Intermittent undersensing was then observed and five more shocks were delivered. The final shock successfully converted the patient. A subsequent revision procedure was performed and this subcutaneous cardioverter implantable defibrillator and associated electrode were removed from service. A transvenous implantable cardioverter defibrillator was implanted. No additional adverse patient effects were reported.